Event description:
Boston scientific received information that during the attempted implant procedure of this active fixation lead, a lead anomaly of an unspecified nature was reported. Subsequent information states the patient expired during the procedure but prior to implant; cause of death has not been communicated. Boston scientific continues to seek more information.

Manufacturer narrative:
Investigation confirmed this patient expired due to cardiac arrest. The arresting onset was prior to lead implant, noted to have occurred while the physician was, "looking for the cephalic vein". The field representative later confirmed no product issues, as the physician had not yet used the lead. No allegations from the physician that a boston scientific product, caused or contributed to the patients death.